Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented optics that were not holding. There were no reports of patient harm.

Event description:
It was reported that the subject device presented optics that were not holding. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e1, h2, h3, h4, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the reporting failure ¿optics not holding" was due to a coupler unit that is worn out. No problem was detected. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.